Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels and hospitalization for two days. The glucose values were not provided. According to a hospital´s health care professional, they noticed during the patient´s stay that the infusion device had stopped delivering insulin. At the time the incident was reported, the patient was on insulin pen therapy and her condition was good.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.